Event description:
It was reported by the customer "patient came for 5 fu disconnect after his pump began leaking. Patient was connected at a different facility and was accessed here at this facility on 3/16. The patient brought his port in." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.